Manufacturer narrative:
Block b3: exact date unknown, event occurred march 2024.

Event description:
It was reported that the patient experienced inadequate pain relief and shocking stimulation. It was also noted that the implantable pulse generator (ipg) had shifted to the right and was no longer in place. In turn, the patient could no longer fully charge the ipg or couple it with the charger. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.